Event description:
Event description cpi received information that during an invasive procedure to reposition this implantable cardioverter defibrillator (ICD) because of erosion, a wrench broke off in the setscrew. Attempts to remove the wrench piece were unsuccessful.